Event description:
This is a spontaneous case report received from hospital via regulatory authority tga ((B)(4)) and via amsl in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number b04953 with expiration date in feb-2016). The hospital reported that doctor tried to deploy one essure catheter and would not deploy, attempted a second essure catheter from the same box this would also not deploy. Two separate devices from the same batch number failed to deploy. The second box was opened and the procedure was completed successfully. Patient had no injury. No additional information was provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-aug-2015 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed 268 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts.. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure two separate devices from the same batch failed to deploy. Another device was used and bilateral placement was completed successfully. The reported event, regarded as a device deployment issue, was considered serious due to medical importance and is listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful, in this particular case limited information was provided, however considering the event occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. Although no injury, permanent damage or requirement of intervention was reported in this case; it was considered as other reportable incident in line with health authority's assessment. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up from 13-aug-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Lot number b04953 (production date feb-2013; expiration date 29-feb-2016). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the microinsert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, all IFU steps were completed on both systems. Two devices were returned without micro-inserts. The catheter large tight pitch coil of system 2 found to be stretched. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a technical product issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. The provided complaint samples were investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-aug-2015 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure two separate devices from the same batch failed to deploy. Another device was used and bilateral placement was completed successfully. The reported event, regarded as a device deployment issue, was considered serious due to medical importance and is listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful, in this particular case limited information was provided, however considering the event occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. Although no injury, permanent damage or requirement of intervention was reported in this case; it was considered as other reportable incident in line with health authority's assessment. Product technical complaint (ptc) analysis confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).